Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that her blood glucose levels has sometimes reached the 45 mg/dl to 50 mg/dl range. The customer stated that she sometimes has to decrease her basal delivery rate since her blood glucose goes low at around 3 to 5 in the morning. The customer also reported that she has sinuses and high blood glucose during the day. Troubleshooting was declined for her blood glucose levels since she has already spoken to her health care provider about them. The customer wanted to know if the pump would alarm if there was an occlusion or if the insulin got too hot since she sometimes wears the pump in her bra. Her area also reaches temperatures of over 100 degrees. Customer was advised that the pump would alarm if an occlusion occurred. No products were returned and a tubing clamp was shipped to the customer so she can call back and perform a high pressure test with assistance from the 24-hour helpline.